Event description:
Initial reporter indicated that the pt had been having an increase in seizures over their pre vns rate recently. The pt had varying seizures rates since implant but not in their past over their pre vns rate. Unclear what increase in seizures is being related to. Pt has been scheduled to have their vns generator replaced for nearing end of battery life. Device diagnostics reported to be within normal limits. Pt is currently receiving their therapy based on results.